Event description:
It was reported that the pt was hospitalized for elevated blood glucose levels and dka.

Manufacturer narrative:
The pump was returned to animas for evaluation. It was also reported that subsequent to the hospitalization the pump was inoperable and exhibited a visible battery compartment crack and a battery cap that could not be properly attached. Consistent with this report, evaluation revealed a visible battery compartment crack and a damaged cap that could not be properly attached. The pump was found to exhibit a damaged force sensor which rendered it inoperable as it could no longer be primed. Upon replacement of the battery cap the pump was found to power up properly. A review of the pump history indicated that no power loss or interruptions in insulin delivery occurred prior to the hospitalization, and the pt's insulin delivery rate was consistent prior to the event.